Event description:
Additional information received indicated the infection has resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient's ipg site was red and she had a fever. The patient indicated she planned to go the emergency room (ER) due to the issue. Follow-up information indicated the patient has cellulitis and was placed on antibiotics.